Event description:
Preliminary findings: pt to or - pca pump programmed in recovery room. Administering dilaudid. Appears pt received incorrect amount of medications. Pt experienced cardiac/respiratory arrest.